Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. The complainant indicates that the operating room temperature was 26 degrees centigrade. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as it is stated in the file that the "operating room temperature was 26 degrees centigrade". The instructions for use (IFU) states "if the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, when the iol was being loaded, the plunger did not engage the lens, with no patient contact. A new company cartridge was opened to load the lens, and the proximal loop was broken. The procedure was completed on the same day using another lens of the same power. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).